Event description:
It was reported that during a gynecological procedure the closing trigger of the har36 is not functioning properly. The jaw did not close.

Manufacturer narrative:
(B)(4). Date sent: 7/7/2025. D4 batch #: a9cv3p. Investigation summary: this is an analysis of an image submitted for evaluation. The image provided by the customer shows a har handle with no apparent damage. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the blade tip damaged, however, the blade was not cracked. The device was connected to a test handpiece and a gen11. During functional testing, it was noted that the hand activation buttons were nonfunctional. However, the device did activate when tested with the footswitch. The instrument was mechanically tested and it was noted that the lever did not actuate the clamp. Functional testing could not be performed as the device did not properly attach to the handpiece the device was disassembled to verify the condition of the internal components and a component from the lever-clamp mechanism was broken at the pinhole interface, not allowing the clamp arm to properly open and close. In addition, the damage to the component affected the interface between the handpiece and the device. In addition corrosion was found at the hand activation domes. Due to the moisture discovered on the instrument, which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and, therefore, cannot conclude the root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion/moisture to the device. If the device is activated across a clip, staple line, or other metal in the jaws, it is possible that the generator will display an alert screen, and after receiving two consecutive alert screens a "replace instrument" alert screen will be displayed by the generator. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch a9cv3p, and no non-conformances were identified.